Event description:
The device was used during a thoracoscopic lung partial resection procedure. Reportedly, the staples did not fire but knife cut. The surgeon applied another device. Additional tissue was cut. The patient's status is satisfactory.